Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the lesion in the lad was very calcified and after predilatation was performed with a voyager balloon catheter, the first xience v stent would not cross and then, the proximal shaft kinked and it was removed. Another xience v stent of the same size device was used and it would not cross. Then a vision was attempted and it would not cross. Finally the 3.0 x 18 mm vision was attempted; however, it would not cross resulting in the proximal shaft of the device separating into two pieces. Force was used when trying to cross the lesion. There was no intervention or patient injury. The patient was left with balloon angioplasty only. There is no additional event or patient information available.

Manufacturer narrative:
(B) (4). Evaluation summary: quality analysis revealed that the stent delivery system (sds) was returned with blood visible on the shaft, balloon, stent implant, and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube had separated 15.2 cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket was also stretched and separated at the same location. There were three kinks in the hypotube 1.3 cm, 2 cm and 59.5 cm distal to the separation. The hypotube jacket was torn for a length of 2 mm at the location of one of the kinks, 2 cm distal to the separation. There were no kinks noted to the tip or to the inner member. The tip length was measured and met manufacturing criteria. A snap gauge was used to measure the stent implant outer diameters, and they met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned sds is consistent with handling of the product, preparation for use is consistent with the product being advanced into the patient's anatomy. Additionally, it is consistent with the reported information that the balloon was not pressurized and the stent was not deployed. The inability to cross a lesion can be affected by numerous factors. Reportedly, the target lesion was very calcified and multiple devices of various sizes were unable to cross the target lesion, which suggests that the anatomy was difficult. Analysis also noted that the hypotube was separated 15.2 cm distal to the strain relief tubing, confirming the reported shaft separation. The fracture faces were ovaled as if kinked prior to separating. The jacket was also stretched and separated. There were multiple kinks in the hypotube distal to the separation and the hypotube jacket was torn at one of these kinks. In this case, it is likely that during the attempts to place the sds in the target lesion, resistance was noted and as further force was applied, the hypotube likely kinked and eventually separated. It should be noted that the vision instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. In this case, the reported failure to advance and shaft separation appear to be related to the operational context of the product. There is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100 percent visually inspected online for damage. Additionally a sampling of products is destructively tested to product quality. This MDR is considered closed by the product performance group.